Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr found that the o2 percent hours on the flow sensor exceeded 100,000 and triggered the service gas system message. He replaced the flow sensor and reset the o2 percent hours. The unit operated to the manufacturer's specifications. Per the perfusionist, the hoses were checked and no leaks were heard.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a 'service gas system' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the heart lung machine (hlm) gave the perfusionist a service gas system alarm in the message center area on the central control monitor (ccm). The epgs at the user facility is set up per the instruction for use (IFU) with the external flow meter distal to the vaporizer. The team calibrates the system with the entire gas system set up and attached to the oxygenator. The epgs was calibrated without issue for the procedure on 12-feb-2019. The patient's partial pressure of carbon dioxide (pco2) and partial pressure of oxygen (po2) were within institutional protocols when this incident occurred. To mitigate the issue, the team placed the fraction of inspired oxygen (fio2) at 100%, but was not confident with the continued usage of the epgs, therefore the team opted to use an oxygen tank for the remainder of the procedure. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event. Additional information regarding the complaint per the field service representative (fsr), the manufacturer's service team was not able to complete the full preventive maintenance (pm) on the machines in the october/november timeframe due to the lack of availability of replacement oxygen (o2) sensors. The fsr was able to send in stand alone sechrist blenders after the incident and ultimately was able to exchange the o2 sensor on february 15, 2019.

Manufacturer narrative:
In the previously submitted medwatch, it was mistakenly stated that the field service representative (fsr) replaced the flow sensor. He replaced the oxygen (o2) sensor and reset the hours, he did not change out a flow sensor.